Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00083.

Manufacturer narrative:
Information was received via journal article. (B)(4).

Event description:
It was reported via journal article that the patient had experienced radiolucency and lateral migration, 2.9 mm at 5 years. Aaos score was iii, paprosky score 2c and harris hip scores were 53, 56,47 at 1, 2 and 5 years respectively. No further information is available.